Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed because it could not communicate. An internal visual inspection was performed and failed due to water damage. A (B)(4) bluetooth device pairing test was performed and failed because the unit did not power on after charging. The log was unable to be downloaded.